Event description:
The covidien small clip applier was applied to the left side fistula and did not clamp all the way down and popped off. Then the second clip applied; tore through the vein. Dr stated emphatically that he no longer wants the covidien appliers used on his cases. Vein repaired, otherwise there was no injury to the patient.